Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection and sepsis could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported disseminated intravascular coagulation (dic) could not be conclusively established through this evaluation. The account communicated that the death was not device related and the pump operated as expected. The patient has never had any infections or re-operations. It was unclear how the patient developed the abscess or it¿s source. The account stated that the pump was not removed from the patient; there is no product available for evaluation. The heartmate 3 lvas IFU lists infection (localized, driveline, pump pocket or pseudo pocket), sepsis and thromboembolism as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended inr values. The IFU, as well as the heartmate 3 lvas patient handbook, also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The death was reported under MFR 2916596-2020-01463. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed a large abscess in his mediastinum around his outflow graft that had traveled through the abdominal muscle to the substernal tissue. The patient originally presented with a fever and had positive cultured on (B)(6) 2020. The culture was staph aureus. The patient developed chest pain on (B)(6) 2020 and a CT (computerized tomography) scan was performed and found a fluid collection around the outflow graft. Despite antibiotics the patient continued to be febrile and his status declined. On (B)(6) 2020 the patient's infection had tunneled through the abdominal muscle and was a visible pulsatile abscess below his sternum. The patient was taken to the operating room on (B)(6) 2020 to drain the abscess. An echo and ultra sound was performed. The hm3 (heartmate 3) was removed and the patient was placed on ECMO (extracorporeal membrane oxygenation). The patient was upgraded on unos list status for an urgent heart transplant. The hm3 outflow graft was successfully removed and ECMO was initiated. It was suspected that the patient went into dic (disseminated intravascular coagulation) from sepsis as the patient quickly clotted off both the ECMO circuit and the cardiopulmonary bypass circuit despite it being reported that the patient was adequately anticoagulated. The patient had no pressure at this time and nothing further could be done. Time of death was pronounced and the patient died on (B)(6) 2020. The death was not considered to be device related. The patient had no history of infections or operations post implant. It was unclear how the patient developed the abscess. The source could no be identified. The death was reported to be due to dic (disseminated intravascular coagulation).